Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the non-tandem infusion set tubing became detached while sleeping. Customer's blood glucose (bg) elevated (value not provided). Customer refilled tubing and reattached to site. Bg lowered. Type of infusion set used was not reported.